Manufacturer narrative:
(B)(4). During the grasping attempts, the cds became entangled in the slda clip (50623u105). While attempting to remove the cds from the slda clip, the slda clip dislodged and embolized to the left atrium (la). The clip was attempted to be placed on the leaflets, but grasping was unsuccessful and the mr could not be reduced. The decision was made to discontinue the procedure and remove the cds. A snare was used to successfully retrieve the embolized clip from the la. After removal, a large atrial septal defect (asd) was noted with a right to left shunt; therefore, a closure device was implanted to close the asd. No clips were implanted, and the mr remained at 4. The patient was confirmed to be stable, and no further treatment is planned. No additional information was provided. Concomitant products: 2 implanted mitraclips, mitraclip system, clip delivery system. The two clip delivery systems (cds 50623u105 and cds 50623u103) and steerable guide catheter (sgc 51214u104) referenced are being filed under separate medwatch MFR numbers. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after use with the steerable guiding catheter (sgc 50930u114), an atrial septal defect (asd) with shunting was observed which was treated with an asd closure device. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (50623u105, 50930u122) were implanted and the mr was reduced to 1+. Grasping was difficult due to a short posterior leaflet with prolapse at p2-p3. On (B)(6) 2016, follow up echocardiogram was performed and it was suspected that one clip detached from one leaflet, and remained attached to the other leaflet (single leaflet device attachment/slda). The mr had increased to 4. The physician believes the slda was due to fragile leaflets. The patient was confirmed to be clinically stable. On (B)(6) 2016, an additional mitraclip procedure was performed for treatment of an slda and increased mitral regurgitation of 4. During preparation of the steerable guiding catheter (sgc 51214u104), the guide failed to hold fluid column. Numerous attempts were made, but air bubbles were seen originating from the sgc housing. The sgc was replaced and a new sgc (50930u114) was prepared without issue. The clip delivery system (cds 50623u103) was advanced for treatment; however, grasping was difficult due to imaging, and leaflet insertion could not be confirmed.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the steerable guide catheter (sgc). The reported patient effect of atrial septal defect (asd) requiring intervention, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of asd and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.